Event description:
It was reported that the pump dispensed insulin from the cartridge during the load step.

Manufacturer narrative:
There was no reported patient impact associated with this complaint. The pump was returned to animas. Evaluation revealed the force sensor pins were damaged. The pump dispensed fluid from the cartridge on the load step during evaluation and emitted a "no cartridge detected" alarm.